Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood was noted in the dialysis surrounding the fibres in the dialyzer. Staff did not observe any blood in the out flow dialysate line. Treatment was terminated immediately. The entire circuit was discarded; estimated blood loss was 300cc's. Patient had no adverse effects and no medical intervention was required. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.